Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted sigmoid colectomy surgical procedure, when customer tried to start the system, they saw a 307 error. Also, the vision side cart (vsc) screen showed no image, only the loading circle. On the external screens, the non recoverable fault were visible. Technical support engineer (tse) checked logs and found an issue with connection to surgeon side console (ssc) 1. After restart with power cycle and reseating blue fiber cable (bfc) the connection to ssc1 was stable now but error 307 persisted. Error 307 now pointed to video slice (vsl) board in core. Vsc power cycle resulted in 307 pointing to core again. Clinical sales representative (csr) visited the site during the call and assisted with the troubleshooting on site. Customer has a second system but system was in use. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video slice (vsl). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsl was analyzed. In artemis, the error 307 was found indicating the fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto an in-house is4000 system where the component functioned as expected. Then the in-house system was set to run video test 10 minutes sine cycle 10 power cycles & sitting idle for 5 days. Once the testing was completed the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was completed by isi tse. Investigation revealed the following possible related system errors: 307 node not present: vbl4 in vsl1 ¿ a node configured to be present has stopped responding. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.